Manufacturer narrative:
All inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the (B)(4) duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 09/jul/2019 and inspection of the unit was performed on 11/jul/2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection. Insertion tube severe crush at stage 2. Passed dry leak test. Primary operation channel resistance. Passed wet leak test. Middle light carrying bundle distal cover glass cracked. Customer complaint confirmed. Hole in # 2 remote control button cover. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will included the distal case/cap, which was replaced and resealed pursuant to the field correction, and returned to the user upon completion. Parts replaced: air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, bending rubber, segment attaching screw, insertion flexible tube, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, deflector staycoil, rl pulley assy, ud pulley assy, remote control button, o-rings and seals, o-ring(0.5x1.3), distal case/cap, deflector body link, deflector op wire collar, distal case attaching screw, deflector body attaching screw, eog valve tightening screw imp-1.